Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ edema: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure deformation and crease fold was observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Patient reported right side swelling, fluid around implant and capsular contracture, baker grade I/ii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fluid around implant".

Event description:
Patient reported right side exchange due to their concern with the product and right side swelling and fluid around implant. The device remains implanted.